Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter in two segments were returned and four images were received for evaluation. A complete circumferential break was noted on the distal end of the attached catheter that appeared elliptical in shape. The distal catheter segment was returned and measured approximately 13.7cm in length. A complete circumferential break was noted on the proximal end of the distal catheter segment that appeared elliptical in shape. The edges were noted to be uneven, and the surface was noted to be round in one region and granular in the other region. Splits were noted on the border of both regions. The image review shows a catheter passed from the right arm that contains an irregularity (possible kink) as it turns toward the superior vena cava. Alternatively, this may depict a catheter introduced from the right arm that appears to abut with a retained segment of fractured catheter. Therefore, the investigation is confirmed for the reported fracture, material separation and identified wear and deformation issues. However, the investigation is inconclusive for the reported migration issue as the reported issue cannot be confirmed from the provided image. The break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. Such kinking may have physiological, placement, usage or mechanical contributing factors. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6(device) h11: b1, b2, b5, h6(patient, method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year, four months, and four days post a port placement via the left internal jugular vein, the catheter was allegedly fractured near the vicinity of vessel entry. It was further reported that the catheter allegedly migrated inside the patient. Reportedly, the catheter was removed. The current status of the patient is unknown.

Event description:
It was reported that approximately one year, four months, and four days post a port placement via the left internal jugular vein, the catheter was allegedly fractured near the vicinity of vessel entry. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.